Event description:
Home pt (hp) reports 2 incidents of cracked minicaps. The date of the first incident is unknown. The pt was on vacation and woke up in the morning and noted the minicap was cracked and leaking betadine. The date of the second incident was 7/28/00. The crack was noted on the smooth side of the cap with betadine leaking through. The healthcare professional (hcp) reports the hp received a transfer set change and prophylactic antibiotics with each incident. The pt was treated with ancef 1 gm and gentamycin 120mg intraperitoneally. No pt injury reported.